Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study and the power button was recessed. They attempted to "unstick" the power button without success. A copy of the study was sent in for review and technical support confirmed it was a short study. The recorder worked correctly during the previous procedure. The recorder has been returned for investigation. There was no patient harm and the procedure will be repeated as per the gastroenterologist.

Manufacturer narrative:
Correction: device evaluation visual inspection of the recorder found the cover of the on/off switch stuck in the ¿on¿ position. The customer reported the recorder they had a short study and the power button was recessed. The reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study and the power button was recessed. They attempted to "unstick" the power button without success. A copy of the study was sent in for review and technical support confirmed it was a short study. The recorder worked correctly during the previous procedure. The recorder has been returned for investigation. There was no patient harm and the procedure will be repeated as per the gastroenterologist.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.